Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The cannula was inspected and revealed the tube could move with respect to the bowl feature. The weld that joins the tube and bowl was cracked around the circumference. The orientation of tube relative to the bowl is critical to the function of the item, and the cannula could not be used. In march 25, 2014, field safety notice 2955842-02-28-2014-001-r was delivered to the site, however, no acknowledgement was received from the site. The field safety notice requested for all single-site 5mm curved cannula including part 428061-03 to be replaced and returned. The customer reported complaint does not itself constitute an MDR reportable event; however, the cannula weld defect found during failure analysis suggests that if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the customer noted the top part of the trocar had shifted and the instruments did not line up properly on the single-site curved cannula accessory. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.